Event description:
The dental implant fx4512swc was removed on (B)(6) 2017 due to loss of osseointegration 1 year and 2 months after implantation. The doctor noted bone resorption and peri-implantitis during the surgery. The patient has no significant medical history but is a tobacco user. The patient has recovered without complications.